Manufacturer narrative:
A review of the device history record was performed which confirmed no inconsistencies.

Event description:
It was reported that the t2 implant was stuck. Procedure was completed with a competitors device. No reported patient injuries. No other complications were noted.